Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that an asymptomatic patient presented remotely with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended. No patient consequences were reported.